Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's scs trial procedure the physician was unable to advance the lead through the epidural space due to scar tissue. As a result, the procedure was abandoned. It was also stated, the patient experienced right leg pain and difficulty in walking, in turn, had to visit the ER during night. Images were taken; however, the physician did not observe any issue. Additional follow up identified the pain has resolved.